Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient experienced one large pvl post deployment of the second edwards sapien valve. A vascular plug was deployed and resolved the event. According to the case summary, the pacing wire was introduced in the right femoral artery (rfa). The left femoral artery (lfa) was accessed and pre-closed. Then a 23fr edwards dilator was introduced but required a non-edwards balloon to dilate the left external iliac artery (leia) to allow for the introduction of increasing sizes of edwards dilators. The team continued to introduce the 25fr and the 28fr dilators. After dilating and stenting the vessel the edwards 22f sheath was successfully placed. A bav was done with an edwards balloon and immediately after the patient required 25 seconds of light CPR. The sapien valve #1 was deployed 50:50 across the aortic annulus. The patient required CPR again for sustained hypotension and a brief run of ventricular fibrillation (vf). Post deployment of sapien valve, tee assessment revealed severe central ai and 3 areas of pvl. Refer to FDA report number 2015691-2012-18569 for the event related to the sapien valve #1. All three sapien leaflets were noted to be moving. The patient was allowed to recover hemodynamically. A 2nd 23mm sapien valve was then positioned and delivered 1mm lower within the 1st valve. Tee assessment confirmed resolution of the central ai and existence of one large pvl that was circular in shape at the commissure of the right and left cusp. A vascular plug was deployed and this resolved the pvl jet to trace. The access site was closed and the patient was in a stable condition.

Manufacturer narrative:
This patient was noted to have a narrow and a severely calcified sinotubular junction (stj) with large calcium along the wall of the right coronary artery, severely calcified leaflets and a severely calcified native aortic valve. The patient did not have a septal hypertrophy. Prior to deployment of the first valve, the image intensifier angle and the coaxial alignment of the valve and the delivery system were noted to be good. The first valve was positioned 50:50 within the aortic annulus and balloon inflation was held for at least 3 seconds during deployment. Ventilation was held and no loss of pacing capture was noted during deployment of the valve. In this case, the exact cause of the pvl contributed by the second edwards sapien valve cannot be determined; however, in addition to the procedure itself, it is likely that the presence of a severely calcified native annulus and severely calcified leaflets may have caused or contributed to the significant pvl. There was no allegation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.